Event description:
The surgeon implanted lens but it was removed due to a tear in the posterior capsule. An anterior vitrectomy was performed. Company has requested additional information but to date it has not been received.